Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and perfix plug on (B)(6) 2009 and/or (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Note: the date of implant for perfix plug provided in the initial legal claim was (B)(6) 2009. Therefore, the date of implant for composix kugel hernia patch will be considered as (B)(6) 2010. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1, #2). Per op notes, ¿a large indirect right inguinal hernia was noted. An extra-large perfix plug (device #1) was inserted into the fascial defect and secured in place with sutures and patch was placed over the suture line. On left, indirect inguinal hernia was repaired by placing an extra large perfix plug (device #2) into defect and patch placed over the repair using sutures.¿ (B)(6) 2010 - patient was diagnosed with painful left inguinal hernia scar and granuloma thereby underwent open repair with removal of mesh (device #2) and implant of composix kugel mesh (device #3). Per op notes, ¿on left inguinal region, there was some dense scar in the subcutaneous tissue was adherent to the old mesh repair. The previous mesh patch over the floor of the canal and plug (device #2) was excised along with scar. A round composix kugel mesh (device #3) was inserted into preperitoneal space behind the floor of canal and closed with sutures.¿ (B)(6) 2019 ¿ patient had pain and diagnosed with recurrent ventral hernia and recurrent left inguinal hernia thereby underwent robotic assisted repair with the removal of mesh (device #3). Per op notes, ¿recurrence lateral to the previously placed mesh (device #3) on the left was identified. On the right, there was a balled-up piece of mesh (device #1). In left, the previously placed mesh (device #3) was all curled up and adherent to the colon was resected and excised in piecemeal fashion. The mesh was densely adherent to the interior epigastric vessels were lysed. The ventral incisional flank hernia was then repaired with a suture to close the defect. Then a biological mesh was anchored to cooper ligament and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2009) is considered to be a best estimate. This supplemental emdr was submitted to represents the bard/davol mesh ¿ composix kugel (device #3). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ composix kugel (device #2). An additional emdr was previously submitted to represent the bard/davol perfix plug (device #1). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and perfix plug on (B)(6) 2009 and/or (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Note: the date of implant for perfix plug provided in the initial legal claim was (B)(6) 2009. Therefore, the date of implant for composix kugel hernia patch will be considered as (B)(6) 2010.